Event description:
It was reported that approx. 130 minutes after insertion, the pump experienced a "possible helium leak alarm". Physician also observed a water droplet in helium tubing. Iab was removed. Pt subsequently expired a few hours later. Physician stated the pt's condition was critical. They also stated that if iab had not been removed, pt's life expectancy may have been a bit longer.

Event description:
It was reported that approx. 130 minutes after insertion, the pump experienced a "possible helium leak alarm". Physician also observed a water droplet in helium tubing. Iab was removed. Patient subsequently expired a few hours later. Physician stated the patient's condition was critical. They also stated that if iab had not been removed, patient's life expectancy may have been a bit longer.

Event description:
According to the physician, the pt died of acute myocardial infarcion.